Event description:
It was reported to philips that system was unable to boot up fully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log file, fse found that malfunction on grabber cards. Upon troubleshooting, fse found that all video signals going to monitor. To resolve the problem, fse removed flex pc and re seated all grabber cards and reinstalled flex pc and all other pcs. After re seated all grabber cards and reinstalled flex pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.